Event description:
It was reported that the customer had a motor error on her insulin pump. Her blood glucose was 107mg/dl at the time of reporting. She was advised to revert to a backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to broken interface board. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.